Manufacturer narrative:
Additional information: h3, h6. H10: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. A visual inspection with the naked eye noted a crack in the external wall of each of the caps. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicaps were damaged; further described as "broken when the connector was placed on the transfer set of the patient" resulting in leakage. This was notice during use of the devices for peritoneal dialysis therapy. There was no allegation towards the transfer set which was in good condition. There was no patient injury or medical intervention associated with this event. No additional information is available.